Manufacturer narrative:
Date of death - estimated as (B)(6) 2021 as the date of death is unknown, but the comment was reported in the year 2021. Date of event - estimated as (B)(6) 2021 as the date of event is unknown, but the comment was reported in the year 2021. Date of implant - estimated as (B)(6) 2021 as the date of the procedure/implant is unknown, but the comment was reported in the year 2021.

Event description:
It was reported via social media that a cerebral vascular accident (cva) and death occurred. A left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was implanted. The patient experienced a cva and later died.